Event description:
It was reported that an ilet device¿s touchscreen was cracked and the user could not unlock the screen, rendering the device unusable; the device had been synced before shutdown and will be returned, and the issue pertains to a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.